Event description:
In 2008, boston scientific corporation was informed that the cut wire could not be moved up. It was stuck in the over sheath. The procedure was completed with another of the same device without any patient complications. Patient is "good".